Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: addr01 ipg, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the rv was elevated. Analyst commented, auto lead diagnostics shows ventricular lead impedance was steady at approximately 2000 ohms until april 2014 when impedance began to further increase to current average of 4336 ohms in october 2014. Ventricular capture management (vcm) trend shows threshold greater than 2.5 volts or out of range throughout the record.

Event description:
It was reported that during a device check the right ventricular (rv) lead exhibited a drop in sensing, high threshold, and high impedance. The physician was satisfied with the data stable at the high range and decided to place the patient under careful monitoring. Approximately seven months later the rv lead sensing had decreased, threshold slightly increased, and lead impedance increased. It was also noted that the polarity had reverted to unipolar mode after the polarity switch was triggered due to increased lead impedance. The rv lead was scheduled for revision. During the revision procedure it was noted that the rv lead sensing, threshold and impedance had increased. The existing rv lead was capped, remains in the patient, and replaced. No patient complications have been reported as a result of this event.